Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during varices ligation procedure for esophageal varices performed on (B)(6) 2024. During the procedure, the installation of the speedband superview super 7 was done routinely. However, once in the esophagus, it was not possible to perform a ligature. Even after testing outside the patient, it was not possible to do so. It was visible on the attachment cap (where the rubber ligatures are attached) that traction was being exerted there. However, no rubber could be shot off. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.